Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the bronchus resection in right upper lobectomy, the surgeon started to fire the device, however the staples popped and the firing stopped on the halfway. The surgeon requested the evaluation of the cartridge clamped the foreign material and if the cartridge was appropriate for the tissue thickness. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the bronchus resection in right upper lobectomy, the surgeon started to fire the device, however the staples popped and the firing stopped on the halfway. The surgeon requested the evaluation of the cartridge clamped the foreign material and if the cartridge was appropriate for the tissue thickness. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient harm,

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.